Manufacturer narrative:
The involved product was not returned for evaluation. Therefore the root cause of the reported event could not be determined. The device history record was reviewed. No manufacturing or packaging issues were noted that would result in the reported event. Additionally, we have not received any other complaints of a similar nature for other devices from this lot. The IFU provides the following warning: excessive handling during insertion, or plaques and other deposits within the vessel may damage the balloon and can increase the possibility of balloon rupture. There was no injury to the patient as a result of the incident. The surgeon used another device to complete the procedure.

Event description:
A tuftex over-the-wire embolectomy catheter was being used to remove a thrombus. Prior to use the balloon inflated properly. The catheter was inserted into the vessel and the balloon ruptured immediately when inflated at the target point. Another device was use to complete the operation. No injury was reported.